Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17603. D4 model number.

Event description:
Us complainant reported the patient was on impella 5.5 support and they had a duplex of the right upper extremity due to swelling of the arm. The surgeon stated that during insertion, the nerve and vein wrapped around the artery. The patient had numbness and tingling in their right arm. Additionally, it was noted that there was oozing. The location of the oozing and the intervention is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.